Event description:
During the preparation of a brachytherapy treatment to the upper left lobe of the patient's lung a measurment marker wire was inserted into the implanted catherter to determine the distance to the end of the catheter. During this preparation some portion of the tip of the catheter became dislodged from the main body. The catheter was removed, but the small "cap" of the catheter remained in the patient's lung.